Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.50mm x 8mm catheter was returned to the complaint investigation site (cis). A visual and tactile inspection was performed but no issues were noted with the hypotube shaft. A visual and tactile examination identified multiple kinks along polymer extrusion. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 2mm distal to distal markerband. Tip showed no signs of tip damage. An examination of the markerbands identified no damages. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.